Event description:
It was reported that when the surgeon began to remove the tuohy needle he was also removing the catheter. After several failed attempts to remove the needle they decided to cancel the surgery. The surgeon indicated that the catheter had been cut by the needle and two centimeters of catheter were left in the subarachnoid space.

Manufacturer narrative:
(B)(4). The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. The instructions for use that accompany the device warn that "to avoid possible transection of the catheter, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle and catheter (with guidewire, if used) must be removed simultaneously." A review of the manufacturing records showed no anomalies.